Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was not reported. The patient went to the hospital and was treated on an outpatient basis. The patient was treated with an unspecified medication (drug name, dose, route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.